Event description:
The customer reported that she woke up in the 500's mg/dl, and she contacted her doctor, who advised her to have the insulin pump replaced. The customer stated that the insulin pump does not alarm no delivery since she received a motor error alarm. Troubleshooting was declined. Advised the customer to discontinue use the device and revert to back plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a missing end cap sticker, cracked case at display window corner and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.